Event description:
The user facility reported that the water outlet port was broken. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact name: requested, not provided. E1: phone number: unknown. The actual device has been returned for evaluation. Visual inspection of the actual device: - it was found that the distal end of water outlet port had been deformed. - no anomaly such as damage was found in other sections. Magnifying inspection of the actual device: - it was found that the water outlet port had been deformed from the outside to the inside, as if it had been crushed. Simulation test: - a load was applied to the distal end of water outlet port of the current product, as if pressing against a hard surface. It was found that the distal end of port was deformed. - an impact load was applied to the distal end of water outlet port of the current product. It was found that the distal end of port was similarly deformed. The manufacturing record and the shipping inspection record of the actual sample - no anomaly was found. Past complaint file: - no other similar report of the product with the involved product code/lot number was found. Manufacturing date: november 19, 2024. Cause of occurrence/conclusion: based on the investigation result, from the simulation test result, it was likely that the distal end of water inlet port was deformed due to some load being applied suddenly. However, based on the condition of actual sample, it was not possible to clarify exactly when this event occurred. Relevant IFU reference: - do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. - if the product is dropped during set-up, do not use it. Replace with another device. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.